Manufacturer narrative:
Correspondence with terumo (B)(4) ((B)(6) 2015) states the complaint date was (B)(6) 2015 at approximately 12:00 pm. This was originally reported as (B)(6) 2015 on the initial medwatch report. The reported complaint was not confirmed. The device was not returned for lab analysis. Logs were returned for analysis. Logs show some instances of backflow alarms, which is not indicative of erroneous operation. The ¿check flow sensor¿ errors were not seen in the logs. A potential message of ¿art flow: check sensor¿ can occur if the flow sensor is not attached to the module. These are not stored in system logs. No additional action will be taken at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the user checked flow on the central control monitor (ccm), but it was unable to recognize the flow sensor and 'check flow sensor' error occurred. The user restarted the base again to resolve the issue. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.